Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom while the cartridge was being filled. A new cartridge was successfully loaded and insulin delivery was resumed. Additionally, it was reported that the pump fill estimate was inaccurate. The customer reloaded the cartridge and successfully saw an accurate fill estimate. The customer's blood glucose level was 200 mg/dl.